Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 1 second, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.